Event description:
Customer reports the advantage meter produced a result greater than 600 mg/dl, which is outside of the device's numeric reading range. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.